Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the leads were explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-13042. It was reported that the patient was not getting adequate therapy due to high impedances on all but two lead contacts. As a result, surgical intervention may occur to address the issue.